Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue; the pump was reportedly "warm" when the patient woke up. The pump had previously been exposed to swimming pool/hot tub water. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, the black box showed no evidence of a sudden drop in voltage at the time/date of the complaint that would indicate the over heating occurred. There was evidence of moisture behind the display lens and inside the battery compartment. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap was still able to unable to fully tighten. The battery compartment was found to be cracked. The cover was also found to be cracked. The idle and sleep current draws were not within specification. A leak test showed a leak at the battery compartment. The pump case was removed and there was evidence of moisture contamination observed throughout the inside of the pump. The high current draw levels were due to internal moisture contamination. The load/step function was unable to be performed due to internal moisture contamination. A battery was not returned with the pump.